Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during the implant procedure, the patient's lung was punctured. The patient was treated, and the lead remains in use. No further patient complications have been reported as a result of this event.